Event description:
It was reported to boston scientific on 1/30/07 through a user facility medwatch form the following: "the pt was undergoing angiography and angioplasty when the transend wire broke inside the catheter. The wire was retrieved successfully and there was not any injury to the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".